Event description:
Boston scientific crm received information that this chronic right atrial (ra) lead has loss of capture at maximum output. The lead remains implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.